Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a procedure for fractured mandible, the screw head sheared away from the screw body. The broken screw was left in the patient¿s mandible. The procedure was completed with minimal delay. Patient was reported as fine post-surgery. There are no plans to try to remove the broken screws as it might damage the surrounding root; the surgeon is hopeful that the bone will grow over the remaining screw. (B)(4).

Manufacturer narrative:
Patient information is unknown. Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.